Manufacturer narrative:
Trackwise#: (B)(4). The lot # 3000345736 record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, multiple times, vasoview hemopro 2 power activation would stop after a few seconds of power. The polyfuse did not seem as if it was in effect. Would only deliver energy for 4-6 seconds. Trouble shooting performed, both cord and adapter are brand new, jaws cleaned multiple times, waited about 30 seconds before engaging power again, connected cords to a different generator. Even with the troubleshooting performed, power activation would continue to stop. Delay in case only due to time added with trouble shooting. Procedure was completed with same device. There was no patient injury.

Manufacturer narrative:
Tw ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device discarded